Event description:
It was reported that the customer calibrated with blood glucose readings of 43 mg/dl and the sensor was reading 132 mg/dl. Customer woke up in the morning with a threshold suspend alert. Customer stated that she went to the hospital in the past due to blood glucose readings of 55 mg/dl and stated that she blacked out. Customer also mentioned that she woke up in the morning about a week ago with blood glucose readings of 550 mg/dl despite taking a bolus. Cannula stated that she removed the set and noticed a bent cannula. Customer also believes that her body is reacting to insulin slowly as she wakes up in the mornings with low blood glucose readings. Customer's last blood glucose reading was 43 mg/dl and has treated with juice. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.